Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from re-occurring hematoma and infection at the implant site, which led to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. A revision surgery to clean the infection and reposition the implant was performed successfully. This is a final report.

Event description:
The user experienced hematoma and edema at the implant site twice last year. Initially, the condition was managed with medication, but during the second occurrence, the skin started to open, prompting surgery on (B)(6) 2023 to reposition the implant and clear the infection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user experienced hematoma and edema at the implant site twice last year. Initially, the condition was managed with medication, but during the second occurrence, the skin started to open, prompting surgery on (B)(6)2023 to reposition the implant and clear the infection.